Event description:
It was reported the manager of the cardiovascular intensive care unit (cvicu) phoned the hot line and stated the pump augmentation number suddenly changed and was not accurate. The manager stated that augmentation was equal to the end diastolic number. He told the clinical support specialist (css) he tried a couple different things to see what was going on, such as moving cursor down onto aline waveform and found cursor numeric value was correlating to bedside monitor readings. He also said they slaved the central lumen pressure to pump which was displaying correctly on the bedside monitor but when it was slaved to pump, augmentation numeric value was still displaying equal to end diastolic numeric value. Css confirmed that occurrence was odd and suggested getting another pump to see if it also did the same. Css also requested he print a strip out and see if numeric values stated on end of strip matched incorrect display. Detail of event count'd: at 2139 the cvicu manager phoned back and stated they changed over to a different pump and found numeric values on display to be correct and matching bedside monitor and numbers made sense. He also stated that printout from first machine matched incorrect display numeric values. Css requested that he fax a copy of strip at his convenience and that pump be put aside. Manager stated that he did put the pump aside. Per field service report: symptom - customer added that when keys were pressed the response of the pump was slow. Findings/action taken: could not confirm. Replaced the central processing unit board. Ran the pump for one hour, pressing keys and changing triggers. Functioned properly.

Manufacturer narrative:
Follow-up report will be field if additional information becomes available.